Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s other relevant blood glucose level was 493 mg/dl and 395 mg/dl. The customers blood glucose level at the time of incident was 318 mg/dl. The customer treated with the insulin pump. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.